Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. D6b: explant date is unknown.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the system was explanted at a unknown date.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had an unrelated surgery where the device was put into surgery mode. Reportedly, the ipg would not communicate with external devices when attempting to establish a connection. Troubleshooting was attempted without success. The ipg is deemed inoperable.

Manufacturer narrative:
"Patient weight" has been entered. (B)(4).